Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside pebax and it was noted that the edge of the pebax was separated from the electrode, causing parts exposed. The device was connected to the carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. The root cause of electrode damage could be related to the use of the sheath during the procedure, however, this cannot be conclusively determined. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) noted that the edge of the pebax was separated from the electrode, causing parts exposed. Initially it was reported that a contact force sensor error was displayed after the end of ablation. The cable was replaced, however, the issue continued. Since no further ablation was necessary, the procedure was continued and was completed without patient consequence. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 31-jul-2023, there was reddish material inside the pebax and it was noted that the edge of the pebax was separated from the electrode, causing parts exposed. The pebax issue and electrode damage were assessed as MDR reportable. The awareness date for this reportable lab finding was 31-jul-2023.